Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 3.5x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the stylet or protective sheath. The trek bdc was prepped outside the patient's anatomy prior to use with no issues or leaks noted. After placement of a non-abbott guide wire, the trek bdc was successfully advanced to the target lesion; however, the bdc balloon ruptured during the first inflation at 8 atmospheres (atm). There was resistance noted with the non-abbott guiding catheter during removal of the trek bdc. A new trek bdc and a xience xpedition stent delivery system (sds) were used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.